Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the chronically totally occluded (cto) proximal left anterior descending (lad) artery. The 3.0x38mm multi-link 8 stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the sds proximal shaft separated. As the separated portion was outside the patient's body, the sds was reportedly removed without issue. Reportedly, there was no interaction of devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.